Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, "this breast tumor patient was catheterized on (B)(6) 2023, and encountered resistance when the patient was infused with contrast agent on enhanced CT on (B)(6) 2024, so the patient was implanted with pivc infusion contrast agent. During catheter maintenance in the access care clinic, fluid leakage was discovered in the catheter. When the catheter was extubated, it was found that the catheter was damaged near the 0 mark, so the catheter was reinserted." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed but the cause is unknown. The product returned for evaluation was a 4fr sl powerpicc catheter. The returned product sample was evaluated and a longitudinal "s" split was observed between the suture wing and 0cm mark on the catheter body. No specific evidence was seen during the investigation which supported a specific root cause for this event. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, "this breast tumor patient was catheterized on (B)(6) 2023 , and encountered resistance when the patient was infused with contrast agent on enhanced CT on (B)(6) 2024 , so the patient was implanted with pivc infusion contrast agent. During catheter maintenance in the access care clinic, fluid leakage was discovered in the catheter. When the catheter was extubated, it was found that the catheter was damaged near the 0 mark, so the catheter was reinserted." No other information was provided.